Manufacturer narrative:
Problem code 3009 captures the reportable event of stent first flange difficult to position. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic fluid collection during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2020. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. According to the complainant, during the procedure, the stent was fully deployed; however, the second flange did not release from the scope. The physician attempted to manipulate the scope several times but was still unsuccessful. Reportedly, the failure of the second flange to release from the scope is believed to be related to the patient's tortuous anatomy. The scope was pulled out and the stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: according to the complainant, the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."